Manufacturer narrative:
The events occurred on an unspecified date reported as "this year" (2020). The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of minicap extended life pd transfer sets became disconnected from the titanium adapter; further described as the ¿transfer sets fall off¿. This occurred while in use on a patient during unspecified process steps of peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue #: 5c4482 (remove 5c4484). G5: PMA/510k #: k192705 (remove k851207). Should additional relevant information become available, a supplemental report will be submitted.